Event description:
The user reported that the switch spark. Our investigation revealed a small cut in the cord near the switch which caused the spark. The overall condition of the pad suggests it was not used per our instructions.

Manufacturer narrative:
The user reported that the switch spark. Our inspection revealed a small cut in the cord near the switch which caused the spark. The overall condition of the pad suggests it was not used per our instructions. The pad showed signs of being folded and bunched that is not in accordance with user instructions. The cord failure was most a result of excessive bending. A CAPA project ((B)(4)) has been initiated to reduce future failures like this.